Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a laminectomy on (B)(6) 2019. During the procedure, the physician decided to replace the lead. Specific reason for the lead replacement was not provided.